Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("worst pain in my lower back"), dysmenorrhoea ("painful periods"), menorrhagia ("heavier more painful periods/blood clots during my period"), bacterial vaginosis ("infection bacterial vaginosis"), contusion ("buises show up/this is actually on my stomach"), migraine ("frequent migraines"), skin lesion ("body sores"), intervertebral disc degeneration ("degenerative disc disease in back"), arthralgia ("major hip pain/knee pain") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, menorrhagia, bacterial vaginosis, contusion, migraine, skin lesion, intervertebral disc degeneration, arthralgia and fatigue outcome was unknown. The reporter considered arthralgia, back pain, bacterial vaginosis, contusion, dysmenorrhoea, fatigue, intervertebral disc degeneration, menorrhagia, migraine, pelvic pain and skin lesion to be related to essure. Concerning the injuries reported in this case the following events were reported via social media: contusion, dysmenorrhoea, menorrhagia, migraine, pain, back pain. The following information was received from social media chronic fatigue, infection bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: plaintiff fact sheet received. Case category updated to serious incident. Event pelvic pain updated as serious incident. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.